Event description:
The suspect device result was 149 mg/dl. Patient was feeling hypoglycemic and retest about thirty minutes later and the device result was 101 mg/dl. Patient retest and the result was 169 mg/dl. Paramedics were called and they checked their glucose and the level was 20 mg/dl. Their family member had tried to give them orange juice and patient was babbling before the emts were called. The emts gave them sugar water and advised patient go to the hospital for observation. Controls were not used. The device was replaced and requested to be returned for evaluation.